Event description:
It was reported that an email was received regarding the (B)(6) (213cm) single monitoring kit (10/ca), that three units exhibited liquid leakage.

Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.